Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the connected glidescope avl/gvm monitor was breaking up, flickering, and intermittent when moving the cable. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope gvm monitor and glidescope spectrum smart cable used during the procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. Visual inspection and functionality testing was performed and passed for both the monitor and smart cable. When connecting the reported video baton to known, good, test verathon equipment, the image displayed intermittent green lines. The image issue was isolated to just the video baton and failed verathon's functionality testing. Upon review of the device history for the serial number (B)(6), it was determined that the device was manufactured on november 02, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, two (2) years and two (2) months, caused or contributed to the event. Upon completion of the device evaluation, the customer was notified of the evaluation findings. Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope video baton 2.0 large. All three system components were returned to the customer as-is per their request. Corrective action is not required at this time. Verathon will continue to monitor for trends.